Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. It was reported that the pump¿s battery life was shorter than expected by the user. It was noted that the pump battery compartment was cracked and there was moisture visible inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission, 08/12/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/21/2015 with the following findings: a review of the pump showed pump reboots and battery alarms had occurred. The pump powered on with a test battery cap. A visual inspection of the pump showed multiple battery compartment cracks. There was evidence of moisture contamination observed inside the battery compartment. A leak test was performed and showed a leak at the battery compartment cracks. The pump case was removed and evidence of moisture contamination was found on the keypad flex connector and other internal electrical components. The complaint of the battery life issue was not able to be tested due to the internal moisture contamination and unrelated unresponsive keypad buttons.